Event description:
It was reported that the capture freeze showed there was atrial oversensing due to bigeminal rate. The device was reprogrammed. No further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).